Event description:
It was reported that an asymptomatic patient presented for a routine device check. Upon interrogation, the right ventricular lead exhibited low impedance and sensing anomaly. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).